Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal. Correction: device was returned.

Event description:
It was reported the patient presented in the hospital. Upon interrogation, it was observed the patient's right atrial was not capture. Using fluro, it was observed the lead was dislodged. Upon lead revision, the helix would not completely retract. The lead was explanted and replaced.